Event description:
Caller reported a cartridge alarm 29 during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was unable to successfully load a cartridge and resume insulin therapy, leading technical support to provide assistance and instruct the use of backup mdi therapy. A replacement pump with updated software was sent, and the caller was informed to complete training before using it.